Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device had shown a failed drawer. A field service engineer (fse) found that all main and auxiliary drawers had not been found on the bus, and the virtual map was unavailable. The fse had replaced the communication sled, ribbon cable, module controller, and retractor band cable, but the issue persisted. After checking connections, the fse had found an ethernet cable incorrectly connected to the comm sled, disconnected it, and restarted the station. The station started normally, and all drawers appeared on the virtual map. The system functioned as intended after the field service engineer repaired the device.